Event description:
A surgeon reported a pt with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. Additional information was received form the chief technician who reported the event continues and the "investigation is ongoing". The lens is in the bag with no opacity. The technician stated that, in the surgeon's opinion, it is unk if the device caused or contributed to the event. She also indicated an exchange may be necessary.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and a completed questionnaire was received on 10/15/2012. (B)(4).